Event description:
Additional information received on 6/9/2025 for report #mw5169681. In what clinical area did the incident occur? Or did any patients experience any harm from this incident? Or. Did any patients have to undergo any additional surgical procedure(s) due to this incident? No. Has this happened before with this product? No. Who is the patient safety/risk manager? Please provide name and contact information. (B)(6). Was a patient safety report generated for this incident and filed with the patient safety or risk management office? No. If so, what is the psr number? N/a. Was the individual experiencing the problem with the item properly trained on the use of the product? No. Please provide the names and contact information for the providers/individuals involved in the incident. N/a. Do you feel this incident resulted from a material deficiency? No. Are you aware of any similar clinical issues with this product? No. Who was notified regarding this incident? Please provide pictures of the defective item if possible. Was the manufacturer/vendor notified of this problem by the department of logistics? Yes. If so, what was their response? Please provide the case/ref no. For the complaint that was filed with the manufacturer. Remove from service. If not, please file a report of the incident with the manufacturer and forward the case/ref no. *please provide the name and contact information for the vendor¿s/manufacturer¿s poc. Was the product in question sequestered? Yes. Was it returned to the vendor? Not yet. If so, did you request for a replacement or refund? Was an adverse event reported or filed with the FDA in the form of a maude report? *this helps to track trends of products that are malfunction or defective.

Event description:
Additional information received on 6/10/2025 for report #mw5169681. (B)(4): (B)(6) confirmed via email that the outer packaging of the surgical tray showed no visible damage and there was no reason to suspect a breach of sterility. The potentially contaminated tray was isolated and returned to the distributer, (B)(4), for investigation. The (B)(4) point of contact was (B)(4), general sales manager. The case was assigned reference number (B)(4) and was forwarded to the appropriate functional area for investigation and root cause determination.

Event description:
Foreign debris found in sterilized custom pack. Refer to add'l documents in i2k.